Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and three photos. Upon inspection of the catheter adapter assembly, it was found that the inside of the luer adapter appeared to be damaged. A leak test was performed and leakage was observed. The reported defect was confirmed. The damage is likely due to misalignment during the manufacturing process. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that an insyte autoguard bl 22ga x 1.0in leaked during use. The following was reported by the initial reporter: "fluids leaked from the connection between the hub (insyte autoguard) and j loop. The drug used is nutrient fluid."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an insyte autoguard bl 22ga x 1.0in leaked during use. The following was reported by the initial reporter: "fluids leaked from the connection between the hub (insyte autoguard) and j loop. The drug used is nutrient fluid."